Manufacturer narrative:
Although it is unknown if the device led to the event, we are filing this report for notification purposes. G5: this part is not approved for use in the us, however, a like device with part# 54840005530, (B)(4) and 510k# k091974 is approve for use in the us. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis for this procedure: l5 compression fracture procedure used: l4-s posterior lumbar interbody fusion it was reported that the patient underwent fusion surgery. After two days from the surgery, radiculopathy developed at l1/2. Revision surgery was scheduled. The hospitalization period was extended due to revision surgery.